Manufacturer narrative:
Additional information: section a-3a: patient sex: unknown/asked information was not provided. Section a-3b: patient gender: unknown/asked information was not provided. Section a-4: patient weight: unknown/asked information was not provided. Section a-5: patient ethnicity: unknown/asked information was not provided. Section a-6: patient race: unknown/asked information was not provided. Section d-6a: date implanted: not applicable as there is no indication the iol was implanted. Section d-6b: date explanted: not applicable as there is no indication the iol was implanted; therefore, not explanted. Section h-3: device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a procedure involving the ar40e model intraocular lens (iol) a pars plana vitrectomy was performed. Both extent of patient contact with the lens and patient prognosis post-procedure are unknown. No further information is available.

Manufacturer narrative:
Corrected data: upon further review, it was determined the initially reported event is no longer reportable as a pars plana vitrectomy is a planned procedure. The following field was updated: section h6: health effect-impact code: updated to 2199 - no health consequences or impact. Previously reported code as 4625 - additional surgery (vitrectomy) is no longer applicable. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.